Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the device is connected to the system, it does not establish a connection and a scope error (e227) appeared. This occurred during an inspection for use involving an olympus rigid video laparoscope. No patient injury was reported.